Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that a eddy irrigation tip broke during use on a patient. This was removed with reciproc r25 file. The resulting chips were removed by irrigation with a new eddy. However, it is not clear whether chips are left in the apical kanlanteil. The tooth was filling and a x-ray showed no abnormalities.

Manufacturer narrative:
Tip of working part is missing measured from 28 mm point approx. 24mm. Approx. 4mm missing. Missing part not received for investigation. Tip is melted cavi 4. No lot no. Available for investigation. Root cause for this tip breakage is unknown.